Event description:
Pt's sister complained to nurse that she had a contact dermatitis reaction to our non-sterile gloves. Complained of raised red areas, itching and warmth on hands and fore arms. Treated with hydrocortisol cream with improvement.